Event description:
It was reported that the device had shortened longevity due in part the high left ventricular (lv) lead thresholds. The high lv threshold was a result of the lead placement which had caused acute diaphragmatic stimulation. The higher output settings were not "ideal" but necessary because of the lead placement and diaphragmatic stimulation. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4194 implantable pacing lead: (B)(6) 2005. 4076 implantable pacing lead: (B)(6) 2005.

Manufacturer narrative:
Product event summary: we did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data showed a minimum battery equals 2.948 to 2.641 volts minimum between (B)(6) 2012 and (B)(6) 2013 is before device recommended replacement time (rrt) <(><<)>= 2.6251 volts. Subsequently, the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.